Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not deliver o2. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator did not deliver o2. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the o2 cell was pointed as defective and replaced. The device passed all performance tests and was returned to clinical use. This situation is not-safety related as o2 cell is only for measuring and the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis. Replacement of o2 cell has taken place due to normal wear of the part. Therefore the cause of the issue has been determined as related to o2 cell.

Event description:
Manufacturer's ref. #: (B)(4).